Event description:
It was reported to boston scientific corporation that a urology zipwire guidewire was used during a left subclavian port insertion procedure on (B)(6) 2014. According to the complainant, during the procedure the physician was unsuccessful in placing the port using the zipwire guidewire. The patient was then transferred to the angiogram department for another attempt. When the physician started to place the port they found a piece of coating from the guidewire. Post procedure, an x-ray confirmed a piece of the coating from the guidewire was left inside the patient. It was reported that the distal tip of the guidewire remained intact, and the core wire was not exposed. No intervention to remove the coating is planned at this time. There were no patient complications reported as a result of this event. The patient¿s condition was reported to be fine at the conclusion of the procedure. Additionally, the directions for use indicate ¿ the zipwire hydrophilic guidewire is not intended for coronary artery, vascular or neurological use.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Reported event of guidewire peeled. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.